Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a his exploratory procedure, communication issues resulted in a procedural delay. After initialization of the workmate claris and following the correct power up sequence, the communication between the amplifier and pc stopped. The workmate claris was rebooted three times to attempt to restore the communication but the issue persisted. The media converter was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.